Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 434 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer already had called in about the high blood sugars before and wanted to complete the test for the high pressure. Customer reported high pressure test was passed. Customer stated that insulin pump was not delivering insulin. Customer stated that they did self-test and hardware low level failures alarm occurred. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 trace on the keypad assembly. No under delivery anomaly noted during testing.